Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, broken belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they were sleeping their blood glucose level was over 400 mg/dl. They took insulin then woke up to a blood glucose level of 357 mg/dl. When they changed out the reservoir they received a compromised force sensor system alarm. The customer¿s mother stated insulin was squirting out during the manual prime process. The customer stated they were currently using their back-up plan of syringes. Troubleshooting was performed. It was found that the drive support cap was protruded. The customer stated they pressed the area previously. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.